Event description:
The consumer reported a tampon came apart during removal and pieces remained inside her. She was able to remove the remaining pieces on her own and she is fine.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.